Event description:
Customer reported that for the last three days his sensor readings have been inaccurate. He has been receiving calibration errors followed by change sensor alerts. Customer's blood glucose was 229 mg/dl. Customer was advised of proper calibration methods and replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.